Event description:
The manufacturer received information alleging a trilogy ev300 device failed the active exhalation verification in the system setup test. There was no allegation of patient harm. The device was not in patient use. Upon initial inspection of the trilogy ev300 device, at the manufacturer's service center, a pre-existing fault was detected. The device failed the active exhalation verification in the system setup test. The technician replaced the proportional valve (aecm) and 3-way solenoid valve to address the issue. The technician performed a complete pvt as per the manufacturer's specifications. All tests and calibrations were found to be in spec or passed tests. The device is placed back into full clinical service, ready for patient use.